Event description:
Catheter was hooked up to the console and fluid bag, stylet removed, purged. Before the device was inserted into the console, it quit purging about every 5 seconds and error would appear. All connections were double checked and purge was tried again, but it wouldn't stay on. So, another device was used and worked fine (new device lot # 26004353). The patient was not affected.